Event description:
Intuitive surgical, davinci, harmonic ace curved shears insert, insulation broke free from the shaft of the instrument while in use. This was immediately recognized by the surgical team and retrieved from the pt intact. Another "like" device was opened and utilized for the completion of the procedure without incident. Diagnosis or reason for use: robotic laparoscopic sleeve gastrectomy.